Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the cardiac angiography diagnostic treatment was completed as planned and was completed after restarting the system 2¿3 times. The philips field service engineer (fse) inspected the system onsite and identified that system's c-arm was unable to move. After reviewing the log file, fse found the motorized movement is unavailable. Upon troubleshooting, fse found switch test was detected. To resolve the problem, fse replaced the hybrid extension box (heb). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to move. The device use was unknown at the time of the event. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.